Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The device was reportedly inflated about the rate burst pressure. The dfu states "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure."   (B)(4).

Event description:
It was reported that when the 6.0 x 15mm nc emerge® balloon catheter is inflated to 24 atmospheres, which is above the rated burst pressure, the device becomes stuck to the guidewire. No patient complications were reported.